Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified the cuff was torn open along the seam and the velcro strap appeared to be cut apart. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the cuff leaked air, experienced pressure issues, packaging for the cuff was not sterile, and the cuff was torn. Exact event date is not available but the event occurred between (B)(6) of 2021. The event timing is unknown. This is one of the 12 reports for the cuffs. There was no harm or delay reported at this time. No additional information available at this time. No adverse events were reported as a result of this malfunction.